Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from a hole in the patient line when walking to the bathroom during dwell 3 of 5 of treatment and the treatment was cancelled. Upon follow up, the patient confirmed that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient reset up with new supplies and continued peritoneal dialysis therapy with no further issues. The patient did not know what caused the hole in the patient line and confirmed that fluid did not come in contact with the cycler. The cycler set used by the patient was available for physical evaluation by the manufacturer.

Manufacturer narrative:
Corrected information provided h6.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from a hole in the patient line when walking to the bathroom during dwell 3 of 5 of treatment and the treatment was cancelled. Upon follow up, the patient confirmed that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient reset up with new supplies and continued peritoneal dialysis therapy with no further issues. The patient did not know what caused the hole in the patient line and confirmed that fluid did not come in contact with the cycler. The cycler set used by the patient was available for physical evaluation by the manufacturer.

Manufacturer narrative:
Additional information provided d9 and h3. Plant investigation: although a sample return kit was sent, to date no sample has been returned to the manufacturer. As the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak coming from a hole in the patient line when walking to the bathroom during dwell 3 of 5 of treatment and the treatment was cancelled. Upon follow up, the patient confirmed that they did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient reset up with new supplies and continued peritoneal dialysis therapy with no further issues. The patient did not know what caused the hole in the patient line and confirmed that fluid did not come in contact with the cycler. The cycler set used by the patient was available for physical evaluation by the manufacturer.